Event description:
It was reported that the product read zero. Other times, it would shut off during a scan. No patient injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The device shut off during scans. The battery failed. The service representative could not confirm the 0ml reading. The system was repairable, but it was replaced.